Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging a strip issue with the one touch verio test strips. It was noted in the documentation that the patient suspects that the reason she received the error 4 message on her meter is due to the test strips. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the test strips had issues. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.